Event description:
The reporter stated that during a bedside ventriculostomy procedure and placement of intracranial monitoring catheters, the intracranial pressure monitoring catheter could not be advanced through the im3.st triple lumen catheter. It seemed to catch at the edge of the anticompression sleeve. A second intracranial pressure monitoring catheter was used and the same problem was experienced. To date, there are no adverse outcomes for the pt related to the event. For im3.st device report see also MFR report#: 9617494-2009-00001.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.